Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a ring artifact on CT head. The philips field service engineer (fse) went to the site to evaluate the system. The fse found a crack on the a-plane filter (compensator). The fse replaced the a-plane collimator to resolve the issue. The fse reported the patient was rescanned on an alternate system. There was no report of mistreatment as a result of this reported issue. The system is in clinical use. This issue was determined not to be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.